Manufacturer narrative:
Lot ghnb (1): manufacture date 17 january 2018, device returned 29 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative everest mi polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot ghnb (1): device returned 29 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative everest mi polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.